Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the table top illuminator needs to be replaced. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and the reported event was replicated and confirmed. The xenon lamp was replaced. The system was then tested and working as intended prior to departure. The system was manufactured on (B)(6) 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).